Manufacturer narrative:
Correction: upon review, the implantable cardioverter defibrillator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction and did not cause a serious event.

Event description:
Additional information reported notes that the noise was not on the implantable cardioverter defibrillator but on the right ventricular lead.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited noise.